Manufacturer narrative:
Reason for reoperation: "expanders was penetrating skin," ¿cellulitis and assess to right side.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported "expanders was penetrating skin," ¿cellulitis and assess to right side." The device has been explanted. This record represents the right side.

Event description:
Patient additionally reported ¿blurred vision, chemical burning in my mouth and tongue. Sweats, shivers, ibs¿, ¿palpitations¿, and ¿fatigue"; these events are unrelated to the device.